Event description:
Right carotid endarterectomy (B)(6) 2011. F/u testing (B)(6) 2011 revealed blockage. Discussing options with pt and family. Three of three carotid endarterectomies performed by this surgeon in may were blocked at 6 month f/u duplex scan and this one performed in (B)(6). Datascope intervascular believe bought out by maquet getinge group.